Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial system reported pain, bleeding and diarrhea. The trial started the day prior to the report and the patient stated they were experiencing pain and their back hurt. They were not feeling any vibration down there at all, and the lady showed how to "turn up" and went to 7 and now backing off a little bit. There was bleeding where the bandaid was. The patient had diarrhea all morning and could not get off the toilet. They also noted that their sugars got way off because they messed up on insulin and they had not taken any normal medications. On 2016-10-14, follow up from the healthcare provider (hcp) reported the symptoms had been resolved. They noted that the patient went to see their primary care physician and they said the patient was doing too much and the pain and diarrhea were most likely from the antibiotics. The bleeding was from the surgery and the patient doing too much. The pain and diarrhea were more than likely from the antibiotic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.